Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. The patient's right ventricular lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition. Further information was requested, but not provided.

Manufacturer narrative:
Correction - h6 - investigation conclusions should have been 4315 - cause not established instead of 11 - conclusion not yet available